Manufacturer narrative:
Authorized service center will replace the seat lift actuator and bolts.

Event description:
Received recall letter that seat could fall off unit and that repair had been authorized. Continued to ride unit and seat came off.